Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, but the customer was unable to complete the reset at that time and will follow up. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump.